Manufacturer narrative:
Vyaire medical file identification: com (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that fraction of inspired oxygen is set to 100% but on the display it's only going to 77% on the sipap ventilator. E51 error (oxygen sensor cannot be calibrated by user) ( bad offset or high gain) was also present. The customer confirmed there was no patient involvement associated with the reported event.